Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their teeth are lose and could fall out and experiencing a lot of pain. Provided tips for general ortho discomfort. Requested mobility video and that patient remain in aligner for 14 days to allow teeth to rest.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.